Event description:
A surgeon reports a pt with central islands following bilateral myopia with astigmatism refractive surgery. An enhancement procedure (laser platform unk) was performed approx 1 year, 7 mos following the initial procedure to address a small amount of residual astigmatism. The surgeon plans to review the pt's status in approx 5 mos. Additional info has been requested. This report is for the right eye, the left eye is being reported under MFR report # 1061857-2008-00157.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. Preliminary review of the pt's pre-op and post-op topographies, could not definitively identify characteristics of central islands. Additional topographies along with pt records have been requested. A supplemental MDR will be filed when add'l info becomes available. Conclusion: despite extensive investigation, the root cause for the occurrence of central islands has not be determined.